Event description:
It was reported that the user did not observe drops during the fill tubing step at 121 units and had received an insulin low alert during a supply change; the user noted the cartridge had been dropped and observed insulin leakage at the plunger, and an occlusion was resolved only after a full supply change, after which insulin delivery was resumed without issues. Investigation included customer interviewing and troubleshooting. Further investigation of this case revealed evidence consistent with a supply integrity issue, with leakage at the cartridge plunger and an occlusion condition resolved by changing the infusion set and cartridge. No symptoms or adverse clinical effects were reported by the user during the event. Blood glucose levels were not affected. Outcomes included restoration of therapy following replacement of supplies. It was concluded that, based on previously established findings for similar reports, the event was attributable to a device component issue involving the infusion system and cartridge, and that replacement of supplies restored normal function.